Manufacturer narrative:
No specific information was received regarding a patient. There was not patient reported event. Product was not returned for evaluation. Lot hx7444 was a rework lot. The original lot number was hx7286 produced on (B)(6) 2013. During finished inspection found a loose luer connection and sent the lot back for rework. The expiration date from the original lot was maintained for the rework lot. End of report

Event description:
A hospital employee alleged that two 3m ranger (tm) high flow blood/fluid disposable sets leaked when saline was flushed through the sets on approximately (B)(6) 2016. No patient injury was reported.

Manufacturer narrative:
The product was not returned for evaluation and as stated in the analysis section by qa it is unclear where the leak occurred. However, 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The reported lot in this event does not include the solvent process change but did include the new material.